Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to oversensing within the ventricular tachycardia (vt) zone. Technical services (ts) reviewed the episodes and discussed the patient regularly has slow ventricular tachycardia, and the arrhythmia appears to have been terminated with atp delivery, however, as the intrinsic rate was within the vt zone, the rate was re-detected within therapy zones and additional shocks were delivered. It was advised to optimize the therapy zones to avoid this situation from reoccurring. The ICD remains in service. No additional adverse patient effects were reported.